Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with redmi 12, os 13, app version 2.10.10.1406. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer reported experiencing a medical event but refused to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a redmi 12 with os 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer reported experiencing a medical event but refused to provide further information. There was no report of death or permanent injury associated with this event.